Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is presumed for the cause of the subject errors e216 and b30 that a kink on the image sensor cable may have caused disconnection or short-circuit of the output signal cable, leading to the subject events. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) medical center - added due to character limitation in respective field. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope displayed the scope communication error code, e216 error. The issue occurred during preparation for use for an unspecified procedure. The device was inspected and after cleaning the connector and reconnecting, the device displayed the scope communication error, b30 error. The procedure was completed using a similar device. There were no reports of patient harm.